Event description:
A trilogy evo ventilator was returned to a third-party service center for four-year service. The device was not in patient use. No harm or injury was reported during the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's 3-way solenoid valve was replaced to address the issue. The device passed final testing and confirmed to be working properly.